Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed an infection following an implant procedure. The patient presented to the hospital and was provided with IV antibiotics. The patient also developed an abscess which was drained and had wound debridement. The device was explanted. Nevro attempted to obtain additional information regarding the nature of the infection, but was unsuccessful. There have been no reports of further complications.